Manufacturer narrative:
(B)(4). Batch: unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Additional information was requested and the following was obtained: how long has the surgeon been using slr? Since his first case with it on (B)(6) 2021. Hospital began conversion to ethicon endomech on (B)(6) 2021. Does the surgeon routinely wait 15 seconds prior to firing? He always waits at least 15 seconds. We time it every firing. What was the total estimated blood loss (ml)? N/a was a transfusion required? Not that I am aware of what was the pre and postoperative anti-coagulant and pain management protocol? N/a. What is the current patient status? Patient had a CT scan when they arrived in ER on a thursday. Then patient was admitted and dr. Did a final CT on sunday and sent patient home that day. He said their hemoglobin levels were at normal levels and they were doing well. Additionally - dr. Said the hematomas showed on two spots on the stomach on the scan. He said the first was about 8cm from the beginning of the sleeve staple line and the second was about 10cm from the top of the sleeve/fundus. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the physician's patient he performed a lap sleeve on on 7/8, returned to the hospital ER one week later with pain. Scans were done and he said that they found that the patient had experienced staple line bleeding and had 2 hematomas at the beginning and end of the sleeve. Patients hemoglobin was low and they kept the patient for observation. He last told me that the patient¿s hemoglobin had reached normal levels and he hoped they wouldn¿t need to intervene. He did not think patient was actively bleeding anymore. He says he didn¿t remember the sleeve being oozy at all the day of the surgery. He used plee60a and his reload selection on the sleeve was green, green, gold, gold, blue, blue. All reloads had ethicon slr as well.